Manufacturer narrative:
Exemption number e2015048 - this MDR is part of the 227 pilot program. Biomérieux internal investigation was conducted for the patient isolate received from the customer for events #1. Investigation for event #2 is pending. Event #1 [false negative esbl (extended spectrum beta-lactamase) expression]: investigational testing included: vitek® 2 gn ID to confirm organism: identification to klebsiella pneumoniae ssp ozaenae. Key hole test: obtained result esbl positive. Combined disc: obtained result esbl positive. Atb tm g-strip - esbl phenotype. Agar dilution: cefotaxime - mic= 1mg/l susceptible. Ceftazidime - mic=1mg/l susceptible. - etest®: cefotaxime - 1 mg/l susceptible. Ceftazidime - 1 mg/l susceptible. Ampisulbactam - 6 mg/l susceptible. - vitek® 2 ast-n233 (customer lot and random lot): cefotaxime mic <= 1 mg/l susceptible, esbl negative. Ceftazidime mic <= 1mg/l susceptible, esbl negative. - vitek® 2 ast-n233/xn05: cefotaxime - inconsistent result with mic = 1mg/l susceptible and esbl positive. Ceftazidime - inconsistent result with mic = 1mg/l susceptible and esbl positive. The investigation reproduced the customer vitek® 2 ast-n233 results of esbl negative. The mic results for cefotaxime and ceftazidime are in essential agreement with agar. Dilution (the reference method) and etest®. The investigation concluded that the isolate is an atypical phenotype and that the vitek® 2 ast-n233 card is performing as intended and within the scope of product specifications. H3 other text: device not returned to manufacturer.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. A review of the events indicated that testing via the vitek 2 ast-n233 test kit may have resulted in discrepant results. One (1) occurrence resulted in a false negative esbl (extended spectrum beta-lactamase) expression. One (1) occurrence claimed a false susceptible ampicillin, "amoxicillin" / clavulanic acid and "nitrofurantoin" results for morganella morganii. Both events were associated with patient isolate test results. Neither event led to any adverse impact related to a patient's state of health. Culture submittals and raw test data were requested for each event.